Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently forgot to also select adverse event also b2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank b5 describe event or problem, corrected data: initial report inadvertently did not note that the patient was experiencing increased seizures f10 adverse event problem, corrected data: initial report inadvertently left out codes (B)(6).

Event description:
It was reported that the patient has been experiencing an increase in seizures.

Event description:
The patient was seen in clinic and once their device was checked it showed high impedance and low output current. The patient had x-rays done and they were sent in for review. The x-ray images were reviewed and the cause for high impedance could not be determined from the images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.